Event description:
Discrepant covid antibody test result, result = 1.13 (positive) rerun = 0.23 (negative). Result = 1.13 (positive) rerun = 0.23 (negative), siemens notified (14th result reported); siemens lot # 006. FDA safety report ID # (B)(4).